Manufacturer narrative:
Eval summary: visual inspection indicated that the device was returned in used condition. Gross visual discrepancies indicated frequent use of the device. Inspection of the inner threads indicated that the threads were stripped out. Device was mfg prior to the design change.

Event description:
It was reported that, "the threads of the trials were worn out. Opened another set."